Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hysterectomy procedure, while suturing a portion of the bowel, the needle tip broke and fell into the patient's cavity. This occurred on two units. An x-ray was performed to located the needle tip. Surgical time was extended more than 30 minutes. Another suture was used to complete the case.